Manufacturer narrative:
The device was received with no audible tone due to broken transducer wire.

Event description:
The customer reported that his pump does not beep at all. Troubleshooting was performed. The device vibrated loud but the beeps could not be heard. Suggested the customer to use manual injections as needed.